Event description:
Additional information was received. The lead was replaced with another lead. The lead with the issue will be returned today via ups.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6) implanted: (B)(6) 2026, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the patient experienced a pain in her back during the testing phase. The pain was located in the pocket where the exceeded lead and extension were kept in. After the definitive implantation of the implantable neurostimulator (ins), the patient claimed a similar pain near the ins. This pain appeared around 30min after switching on the stimulation and disappears around 30min after switching off the stimulation. There were no any environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting was performed. The patient switched on and off the stimulation to confirm the link between the stimulation and this new pain. For now, the patient has to stop 3 days along the stimulation. Impedances were always great but they suspect a current leak of the lead. A medical consultation was scheduled for 2026-apr-07. The wireless external neurostimulator (wens) and extension were not suspected in the trouble.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2026. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6) ubd: 26-sep-2029, UDI#: (B)(4). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6) explanted: (B)(6) 2026 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reported that nothing was discovered at the (B)(6) 2026 clinic visit, the lead had been replaced beforehand. Since the lead replacement, there has been no complaint from the patient, so the issue seemed resolved.